Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit delivered rf energy correctly into fixed resistors.system ran continuously for 2 hours while attempting to recreate the reported problem. During this time the unit's output power was tested using extended transmit times in all modes of operation with no drop in power level. (B)(4).

Event description:
During surgery, intermittent functionality of coag feature. Unit powered down and power cycled to restore full functionality.

Event description:
During surgery, intermittent functionality of coag feature. Unit powered down and power cycled to restore full functionality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.